Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving two separate products; associated with mdrs # 1225714-2014-03106, 1225714-2014-03107, 1225714-2014-03108, and 1225714-2014-03109.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired on (B)(6) 2007 after the use of the product.